Event description:
It was reported that during an alif procedure, surgeon was using the synframe guide rod and the guide rod was not holding the retracting blade once tightened. Surgeon took the guide rod off of the retractor and then the guide rod broke. Nothing broke off into patient, and all broken pieces were retrieved. Surgeon used another guide rod to complete the procedure with no adverse effect to patient. Surgeon requested that the other five synframe guide rods to be examined for possible breakage.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The product development evaluation revealed that the upper jaw and the tightening screw are broken off. The upper jaw is cracked and hinge is jammed. At all parts the contact surface of the tightening screw is strongly compressed. No design related issue was found. These parts are eight years old and obviously often and excessive used. It is clearly visible that the contact surface of all tightening screws is strongly deformed. This is an indication for continuous over-tightening over the years and can finally lead to a breakage of the clamp or the tightening screw itself. No product fault could be detected. It is concluded that this complaint is invalid from a manufacturing standpoint.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: original awareness date is 02/22/2012.

Event description:
This is report 1 of 1 for this complaint (B)(4).